Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On ashford¿s loan booking lk 11212165 the item 2307-87-005 (metalgene holder) in the delta xtend instruments arrived defect and not fit for purpose. Ahead of future bookings would it be possible to have this item replaced so it does not occur.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical code, impact code and medical device problem code).

Event description:
Additional information received indicated that the hex tip of the holder was bent that it could not hold the metaglene and was not fit for purpose. The instrument was not used in surgery. An additional tray had to be opened to ensure operation. There was a surgical delay of 15 minutes.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> examination of the returned device found the hex tip is worn. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d4 (lot), d9, h4 corrected: h3